Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had an allergic reaction and went to hospital on (B)(6) 2018. The blood glucose level was 117 mg/dl. Troubleshooting was performed. The customer was wearing pump at the time of hospitalization. The product will not be return for analysis.

Manufacturer narrative:
Added concomitants.